Manufacturer narrative:
Complaint confirmed. Visual evaluation reveals the tip of the flute broke off. The device was found to be approximately 1 in short. Circumferential grinding marks were observed on the flute, suggesting the device was pried/leveraged against the drill guide. A likely cause of the flute breaking is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a reverse total shoulder procedure, when the surgeon was drilling with the drill bit, the tip of the drill bit broke off into the bone of the glenoid and into the body of the scapula. An x-ray confirmed the drill bit was in the bone and not in the joint space for the patient. The fragment was left behind in the patient and the case was completed as intended.